Manufacturer narrative:
The information provided about product code was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance and transferred to the hospital due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose at the time of the incident was over 400 mg/dl and blood glucose was 474 mg/dl at the time of hospitalization. The auto mode on the insulin pump was not active at the time of the incident. The customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.